Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015. H3 other text : 4112.

Event description:
It was reported that the ventilator stuck to the MRI. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the ventilator became magnetically attracted to an MRI scanner, as it was poorly attached to the cart and fell into prohibited zone. It has not been confirmed that the wheels of the ventilator were locked. The gauss safety line was reportedly marked on the floor. The ventilator was not investigated on-site by our field service engineer. No more details were provided regarding damage of the ventilator or its repair. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment and are included as part of the "mr environment agreement", which was signed by the facility. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident may be caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
Manufacturer's ref. #: (B)(4).